Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that about 3 months after the dental implant was installed in intraoral region #29, it was verified its non- osseointegration. The patient presented insufficient bone quality/ quantity (bone type ii) and immediate load was executed.